Manufacturer narrative:
Summary of investigation: there are two previous complaints of this code batch, for the same issue, closed as confirmed. We manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have not received any sample. Without closed samples and/or defective samples a proper analysis cannot be performed. Nevertheless, the returned samples from the previous complaints showed an unfinished tip. This defect suggests a production issue, specifically momentaneous failure from grinding step during manufacturing. Needle manufacturer cannot estimate the quantity affected but the occurrence of the defect is very unlikely and concerns only a few units of needles. Batch manufacturing record: reviewed the batch manufacturing records, this product had an incidence not related to this issue and the products were released fulfilling b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is a momentaneous failure from grinding step in the needle manufacture that was not detected during production. Final conclusion: considering that the sample received in previous complaints showed a product that did not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received in previous complaints. We apologize for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: needle manufacturer has opened a CAPA.

Event description:
It was reported an issue with monosyn suture. The client reported that when the physician used monosyn with the needle holder, they found the tip of needle was damaged. They replaced it with the new product.